Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out-of-range shock impedance measurements on the right ventricular (rv) lead. Troubleshooting options were discussed and recommended. No adverse patient effects were reported.